Event description:
It was reported by service report that the right headend siderail would not lock. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result- timing link, siderail assembly.